Manufacturer narrative:
Two devices were returned to stryker sustainability solutions (sss) for an evaluation. A visual inspection of the returned packages revealed visual breaches in both of the device packages. The breaches were observed through the tyvek and through the clear plastic portion of the pouch on both device packages. The packaging system for saw blades has been validated to withstand the rigors of the distribution, storage, and handling. The product is deliberately double-pouched to ensure sterile barrier integrity is maintained. A review of the lot control sheet for the reported devices indicate the devices passed all inspections prior to release from sss. Since appropriate controls are in place to ensure devices are in acceptable condition prior to release from sss, and the packaging system has been validated to withstand the rigors of the distribution, storage, and handling processes, it is likely that the packaging breaches occurred after the devices left sss. Potential causes are damage during shipping and/or storage of the devices after the final product release. The reported event is not occurring more frequently or with greater severity than is usual for the device.

Event description:
It was reported that when the saw blades were being pulled from inventory at the facility, it was noticed that there were a couple of holes in the packaging. The devices were never used.